Event description:
The valve malfunctioned on the sheath and the pt bled out. Add'l info received (B)(6) 2012. The pt lost an estimated 40 ml of blood. The pt required a blood transfusion; 100 ml. Several attempts using catheters and sheaths were used to complete the procedure, "until complete hemostasis was achieved."

Manufacturer narrative:
Unk as not provided by the reporter. Expiration: unk as lot is unk. (B)(4). The customer returned two labels with one used device. The complaint device was returned in a used and nonconforming condition. A visual examination revealed the flare was slanted and thus not seated properly when the cap and valve body snapped together creating a wrinkle/circumferential tear in the flare. Per qc specification, the final inspection for check-flo introducer confirms proximal end of sheath for correct check-flo valve assembly and verify joint is secure at body and cap. It is also verified that correct stamp is on the shrink tube and that the stopcock is in the closed position and attached correctly. There is a visual exam as well as a manual tug. The flare on proximal end of sheath is confirmed to be caught securely in proximal fitting and the sheath does not rotate in fittings and the cap is snapped onto the body. While the valves are 100% leak tested by incoming quality control, in addition to the inspection as above, there is no provision for leak testing once the valve and sheath have been assembled together. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Risk assessment for this device and failure mode concluded that no risk reduction activity was required.